Event description:
While using a byte night aligners, patient reported when removing upper aligner, a piece of their gum came off resulting in a lot of bleeding and discomfort. There are also gaps between their teeth of missing gum and they still have discomfort from where they lost part of their gum. Patient provided photos of the area to be evaluated. In the photos gum tissue appears inflamed. The photos shows that spaces occurred between lateral incisors and canines. Provided information on gum tissue changes as teeth move and provided oral hygiene tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.